Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: the device evaluation could not be completed as the devices or photographic evidence of the echo-19 devices of unknown lot numbers were not returned for evaluation. Manufacturing records: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown instructions for use and / label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" there is evidence to suggest that the customer did not follow the instructions for use as the customer used the device to gain access and the echo-19 devices as per ifu0101 "this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope." (Ifu0101). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause for the customer complaint could be attributed to off-label use as the user utilised the device for access which would be considered off label use as per the IFU an echo-19 device is used to sample targeted submucosal gastrointestinal lesions, this may have caused the patient to experience the post-procedural mild abdominal pain and self limited fever. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, 7 patients experienced post-procedural mild abdominal pain and self limited fever. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 31-aug-23.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Ragab et. Al, 2023 ¿ endoscopic ultrasound-guided biliary drainage for distal malignant biliary obstruction: a prospective 3-year multicentre egyptian study. Eus-guided interventional approaches included either extrahepatic (choledecho -duodenostomy (cds, chole decho-antrostomy (cas) or intrahepatic (hepatico-gastrostomy (hgs). Under eus-guidance, the intra-hepatic biliary tree (segment ii) was accessed using the 19-g needle, and a 0.025-inch guidewire was passed through the biliary tree into the duodenum. This complaint is opened was opened to capture the off label use in relation to the procedure and post-procedural mild abdominal pain and self-limited fever in 7 patients.